Event description:
I had a hernia repaired. A couple of months ago I was having terrible pains in my stomach but, didn't go to the doctor right away. When I went my primary doctor wanted me to have a CT. I went back to him for the results and he told me I needed to see a surgeon right away. The mesh was attached to my bladder and was pulling it to the right. A lot of pain and hurting. Had my surgery on (B)(6) 2015 now I'm recovering still in a lot of pain, taking medicine for pain. I don't know the manufacturer or the device number. I believe the original surgery was done in (B)(6), as was this one.